Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was returned with four bands attached, some of them were moved and overlapped, and one band was cracked. The suture hole was in good condition and the ligator housing teeth were bent, consistent with the findings when the device was observed under magnification. The handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed as it happened during the procedure and there is not an objective evidence or descriptive condition to confirm the reported event. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, and one band was cracked, and the ligator head teeth were bent. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, causing the inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophageal junction during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the band prematurely deployed as it just deployed without rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophageal junction during an endoscopic variceal ligation (evl) procedure performed on (B)(6), 2023. During the procedure, the band prematurely deployed as it just deployed without rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.